Manufacturer narrative:
The following fields were updated due to additional information: . D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/8/2020. H.6. Investigation: customer returned (9) open 4mm, 32g pen needles without the tear drop label, or inner shield. Customer states that the needles were clogging during the injection. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent the insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that insulin did not flow during injection and felt that needle was defective with a bd ultra fine¿ pen needles. This occurred on 6 separate occasions with batch # 9276284, and 3 time with batch # 9288693, however, the date/time unknown. The following information was provided by the initial reporter: consumer reported no insulin flow during her injections with the bd nano pen needles. Stated it's like some of the needles don't have a hole.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9276284, medical device expiration date: 2024-10-31, device manufacture date: 2019-12-02. Medical device lot #: 9288693, medical device expiration date: 2024-10-31, device manufacture date: 2019-10-15." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insulin did not flow during injection and felt that needle was defective with a bd ultra fine¿ pen needles. This occurred on 6 separate occasions with batch # 9276284, and 3 time with batch # 9288693, however, the date/time unknown. The following information was provided by the initial reporter: consumer reported no insulin flow during her injections with the bd nano pen needles. Stated it's like some of the needles don't have a hole.